Event description:
It has been reported to philips that the allura xper fd20 geo pc was not starting up following the replacement of the amc. No harm has been reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The issue was discovered by the philips field service engineer (fse) while inspecting the system onsite for a different reported problem, related to the table¿s amc. The fse confirmed a malfunction of the geometry pc, which was causing intermittent start-up issues. After replacement of the geometry pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.